Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to physical and emotional damages from perforation of the filter and resultant symptoms. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A perforation was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to physical and emotional damages from perforation of the filter and resultant symptoms.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and perforated the inferior vena cava (ivc). According to the information received the patient became aware of the reported events approximately four years and one-month post implantation. The patient reports perforation of filter strut(s) outside the ivc and to have experienced anxiety, difficulty walking for long periods, and pain. The patient¿s history is significant for lung cancer. The indication for the filter was a history of deep vein thrombosis (dvt), pulmonary embolus (pe) and the development of hemoptysis, thereby unable to taken anticoagulants. The filter was placed through the common femoral vein and deployed just below the confluence of the renal veins. The patient tolerated the procedure well with no reported complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Anxiety and difficulty walking do not represent a device malfunction and maybe related to underlying patient specific issues. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined, the anatomical location of the pain has not been provided. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to physical and emotional damages from perforation of the filter and resultant symptoms. Patient has a history of pulmonary embolus and a lung cancer patient who has developed hemoptysis. The filter was implanted to reduce risk of future pulmonary embolus as the patient will now need to be off anticoagulant therapy. The filter was deployed through the sheath into the inferior vena cava just below the confluence of the renal veins, and the patient returned to the prep center in stable condition having tolerated the procedure well without complications. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 4 years 1 month post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient also reports suffering from anxiety, difficulty walking for long periods, and pain.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.